Manufacturer narrative:
Customer complained about blank display/moisture damage. Device was received with blank display after battery insertion and unable to download. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut opened, inspected and tested. Severe moisture damaged electronic assembly all over the place on both electrical board 1 and on lcd 40 pin flex cable copper connector traces and on connector on electrical board 2. Cleaned/dried the moisture damage area and tried again. The insulin pump is still blank. Swapped the electrical board 1 with a test board and powered up. The problem is still the same. Repeated swapped the electrical board 2 with a test board. The insulin pump was blank after all. In conclusion, device was received with blank display after battery insertion due to severe moisture damaged electronic assembly all over the place on electrical board 1 and on lcd 40 pin flex cable copper connector traces and on connector on electrical board 2. Moisture damage was confirmed and cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they went for swimming and insulin pump was exposed to water. Customer also stated they had tried changing batteries. The battery cap was not damaged. The battery compartment and spring were neither damaged nor corroded. Display did not returned after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.